Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. The insulin pump was received with an impact dent in the retainer ring. Did not note any cracks in or around the reservoir tube lip. The retainer ring is solidly attached to the reservoir tube lip. Inserted a test p cap into the retainer ring, and it locked in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damage. Customer stated that insulin pump was not dropped or bumped. The customer stated that they can lock reservoir into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.